Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is not heating up. Patient involvement is unknown.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effects, and evaluation codes: updated. One device was received with both enclosure and front cover with multiple nicks and scratches, water tank cover is cracked in multiple places, pole clamp had gouges out of it, line cord discolored, power switch contaminated, quick connect corroded. Upon opening the device, it was found there was no screw in the heater to hold it to the chassis and there was a non "OEM" clamp on the hose attached to the heater. During functional testing the pump was not circulating water. The complaint was confirmed. The root cause was a faulty pump. It was unknown what caused the fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email. The event occurred during preventive maintenance checkup. There was no patient injury.